Event description:
A caller reported an issue with incorrect time settings on their device, which led to the need for an update. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor the device and follow up if the time discrepancy recurred. The caller understood and acknowledged the instructions provided.